Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the stents did not light up.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: stents did not light up. Probable root cause: light fiber broken, connected to console incorrectly, fiber damage during unpacking from pouch, damage during shipping/ handling, failures due to console, [illuminator - rsk10680 , output - infrared light], [aim console - rsk10975 , output - infravision output (aim only)], failures due to light source, (rsk10975 [l10] and rsk12346 [l11]), the reported failure mode will be monitored for future reoccurrence. Manufacture date is not known. H3 other text : 81.

Event description:
It was reported that the stents did not light up.